Event description:
It was reported that on unknown date the handle battery powered driver was making a grinding noise. The issue was observed during weekly audit. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. This report is for one handle battery powered driver this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Unknown event date initial reporter is j&j company representative. Investigation summary: service and repair evaluation: the customer reported that handle battery powered driver was making a grinding noise. The repair technician reported that contact plate was cracked, rust on motor, wires were discolored and debris on barriers. The cause of the issue is improper maintenance. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part: 05.000.008. Synthes lot: 007225. Supplier lot: 007225. Release to warehouse date: june 01, 2018. Supplier: (B)(4). Ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.